Manufacturer narrative:
The company tech-support helped the customer biomed to troubleshoot the iabp remotely. The customer biomed originally attributed the event of "electrical code #58" alarm to the drive manifold assembly (part number 0104-00-0018) and therefore replaced it . However, after the replacement, the iabp was not operation. Pcb solenoid driver (part number 0670-00-0639) was replaced and the drive manifold assembly was placed back on the iabp. After the repair, the iabp unit functioned properly. The suspected pcb solenoid driver was sent back to mahwah repair center, new jersey for evaluation. Upon pcb solenoid driver evaluation, the results will be provided in a supplemental MDR. The production device history record for the iabp involved in the event was reviewed. There are no non-conformances related to the reported event. (B)(4).

Event description:
The customer reported that during the routine check; sometimes, when the iabp was powered up, the iabp would generate "electrical code #58" (power-up vent test failed) alarm or "auto fill failure" alarm. The event date is not known. Note: the customer reported additional event with another iabp. (B)(4).